Event description:
This ra lead was implanted on (B)(6) 2007 and remains implanted at this time. Additional information received stating ra has oversensing as a result of oversensing from minute ventilation feature. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).